Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: two photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were all parts of trocar sleeve retrieved from patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap colon procedure, after inserting the trocar, noted was broken another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/24/2022 d4: batch # u94y6f h2: additional information received: -were all parts of trocar sleeve retrieved from patient? -yes. -photos were also received for review. During the visual analysis, the following was observed: the first photo shows two labels glued to the pouch of the packaging. The second photo shows the obturator through the sleeve inside the opened packaging. Based on the set of photos reviewed, the event described was not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Please see the device analysis below. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b12xt device was received with the sleeve damaged. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.